Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, the operation was performed for the patient, who had the clavicle shaft fracture, without any problem. On (B)(6) 2013, the synthes sales rep. Was informed by the dealer that the plate was broken. On (B)(6) 2013, the surgeon performed an operation of removing the plate and screws, and re-inserting the internal fixation of the new plate. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device has not been received. Placeholder.